Event description:
It was reported that the right atrial (ra) lead was fractured. The fracture was confirmed with diagnostic imagining. During a routine device exchange the ra lead was capped and it was determined the patient no longer needs an ra lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.